Event description:
The customer reported being hospitalized due to high blood glucose of 377mg/dl by the time the paramedics were called. The customer stated that she was treated with a bolus. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found an error alarm. Assisted the customer to run the fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.